Event description:
A patient underwent bilateral lasik surgery in 2008. Postoperatively the following month, during a follow up visit, it was noted that the patient had visual acuity of 20/40 in the right (od) eye and 20/70 in the left (os) eye. Patient having to wear glasses. The patient's preoperative best corrected visual acuity (bcva) was 20/20 od eye and 20/20 os. Patient's postoperative bcva is 20/40 od and 20/70 os as of 2008. Additional information has been requested. The association between the event and the device is unknown.

Manufacturer narrative:
A field service engineer (fse) performed a excimer and wavescan evaluation and found that both systems met specifications and performed as intended. Cut plastic with the excimer laser and evaluated. No issues were detected with the cut. A clinical development specialist (cds) provided surgery support in 2008, and found the physcia's settings on the wavescan was set at 6mm for pupil calculation and no daily calibrations were performed since 2008, since the switch back to the 3.67 software. A review of the scans showed that some of the scans with some lid/lash obstruction were not in good focus.